Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5167637.

Event description:
It was reported that the patients leads were replaced due to high impedances. The explanted leads were retained by the medical facility and will not be returned.